Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of the universal driver broke off during insertion of the screw. The broken piece was removed from the head of the screw and the procedure was completed using other driver readily available in the set. No delay was reported.

Manufacturer narrative:
Engineering eval determined the root cause of the tip fracture is attributed improper seating of the driver in the screw. Review of mfg history found a total of (B)(4) pieces of this lot released for distribution on 10/06/2014 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of fracture for this lot number. A trend of tip fracture on this part number was not identified.